Event description:
The customer alleged there was an intermittent audio alarm. He adjusted the charging of the power supply and batteries then let the device run in to charge. The customr repairs and performs pm's on their own devices. The unit passed extended self testing. It is not verified that there was an intermittent audio alarm and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.